Event description:
Pt reported she had 1.8 ketones and called the hospital and was told not to do anything. Pt stated despite this she injected insulin via pen. Pt reported she almost passed out at home and was taken to the hospital by her husband and the doctor gave insulin at the hospital. Pt stated when they took the infusion set cannula out, they noticed that it was "l-shaped"; bent. Pt reported the same thing occurred on (B)(6) 2011. Pt stated she almost passed out at home. Pt reported she called the hospital, injected insulin manually, and was taken to the hospital by her husband. Pt stated her blood glucose levels started at 16.7 mmol/l (288 mg/dl) and went all the way up to 25.0 mmol/l (450 mg/dl) before the insulin began bringing it down. Pt's normal blood glucose level was not provided. Pt reported her ketones were measured at the hospital at 1.8. Pt stated she did not have to go to the hospital the 2nd time around on (B)(6) 2011 because she noticed her blood glucose levels were rising at an earlier stage. No further info is available. Requested return of the alleged infusion set for eval.

Manufacturer narrative:
This incident occurred outside the united states. Info contained within this report is all that is available at this time. If further info is obtained, it will be provided in the supplemental report.